Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump beeped every 20 minutes and the customer was unable to stop the beeping. There was no reported impact to blood glucose.